Event description:
It was reported that during laparoscopic gynecology during use, the sheath covering the hook would not slide smoothly during surgical use. Surgeon persisted with use; however, rep was called into theatre to show difficulty it was causing. Procedure was completed using the same device. Slight delay in procedure. No adverse event to patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.